Event description:
The following information was reported: balloon loss of pressure during pullback at second stop (arteriotomy). Hemostasis was achieved with manual compression of 30 minutes or less. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. There was resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic vessel type: peripheral sheath size: 5f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.